Event description:
The surgeon implanted a silicone lens model aa4207vf in 2000 and surgery went well. In 2004, the lens was removed without patient injury. The facility stated the lens was removed because the patient had an accident and fell. As a result, the lens was dislocated. It was indicated that another lens was implanted. The model and lot numbers of the cartridge and injector are unknown.